Manufacturer narrative:
Since the device was not received, an evaluation on the product could not be performed and the reported event cannot be verified. The most likely cause of the reported failure is user error, such as misaligned insertion and/or prying/leveraging the device during use.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a finger ligament surgery the anchor broke in the patient. The surgeon managed to remove all fragments from the patient. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.